Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 31-may-2016. The fse found that the sorter cam plate assembly needed adjustment. The engineer adjusted and performed testing with no reported issues. The customer ran quality control and patient samples with no errors. The aia-2000 was working as intended. No further action required by fse. The probable cause of the event was a sorter cam plate assembly that needed adjustment

Event description:
On (B)(6) 2016 a customer reported error 4063 (sorter tip pickup z-axis home overrun) with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lh ii and pth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.